Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the surgeon was performing lumbar fusion surgery using the expedium verse system. When inserting unitized set screws he found the x25 inserter was not retaining the set screws well and then when attempting to final tighten the set screws the x25 inserter was not able to provide sufficient torque due to stripping. Another instrument pan had to be opened to try other x25 inserters to be able to final tighten. Surgeon requested all x25 inserters be replaced from each set (3 sets on consignment) as he has felt they are all getting worn. Procedure was completed successfully with three(3) to five(5) minutes surgical delay. Concomitant device reported: unknown unitized set screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) verse x25 inserter/tightener. This is report 1 of 6 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: visual inspection: the verse x25 inserter/tightener (part# 299704230, lot# gm5597101, qty 1) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device (hexlobe drive feature) was stripped. The stripped condition of the tip would render the device inoperable. The damage was consistent as an end of life indicator for the device. No other issues were identified during the inspection. The received condition was consistent with the complaint condition thus the complaint was confirmed. Conclusion: the complaint was confirmed during the investigation. After a visual inspection per guidance provided in windchill document #0000277191, it is determined that the reusable instrument device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventative action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm5597101 was released in a single batch. Batch1: lot was released on 07 may 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.